Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deployment issue.

Event description:
It was reported the procedure was to treat a lesion in the left mid superficial femoral artery (sfa). The 5mm vessel was pre-dilated with an armada 18 balloon to 8 atmospheres (atm). The 5.0 x 200 mm 6fr supera veritas was advanced to the target lesion. Angiography revealed the peripheral guiding sheath and the supera markers were in place. Then, the supera stent was released successfully. The deployment lock unlocked and the thumb slide advanced to the most distal position on the handle; however, fluoroscopy resolution was not the best, so when the guiding sheath was pulled, the supera stent came out of the vessel slightly. The physician then pulled out the complete supera stent out of the vessel. There was no other device used in the procedure. The procedure ended with percutaneous transluminal angioplasty (pta) only. The patient is doing well. There was no adverse patient effect. There was no clinically significant delay in the procedure.